Event description:
It was reported that the customer had an unspecified cartridge issue. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue loading a new cartridge.